Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The variable depth straw has been trimmed. A functional evaluation could not be performed due to the implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, when t2 of the ultra fas-fix was inserted, the peek did not stay in the meniscus, the needle was reinserted into the meniscus, but the peek slipped out of its assembly. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. Current patient status is stable.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).